Manufacturer narrative:
G4: 03feb2020. B4: 03feb2020. The touchscreen assembly was returned for failure analysis. A visual inspection revealed no signs of damage or contamination. During testing, no failures were identified. The touchscreen passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 23jan2020. B4: (B)(6). The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The technician also noted that the unit had a power light emitting diode (led) failure and that the oxygen concentration was out of tolerance. The service technician replaced the touchscreen to address the touch failure, the power switch overlay to address the led failure and the flow sensor assembly to address the oxygen concentration out of tolerance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22nov2019.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement.